Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. In addition a complaint history review was completed, there were no complaints identified related to the reportable event. The instructions for use (IFU) were reviewed. Corneal edema is identified in the device labeling as known anticipated and transient early postoperative event of ocular surgery. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation, no quality product deficiency was identified. There are numerous factors that could contribute to the reported event including but not limited to; patient history, medications use, user issues, and operational context. The omitted information was requested, but was not provided. MFR reference #(B)(4).

Event description:
It was initially reported that after a complicated cataract surgery, visualization became compromised during an attempt to place a trabecular micro-bypass stent so the procedure was aborted. Clinical follow up was requested and on (B)(6) 2017 the surgeon reported that the patient¿s anatomy also precluded implantation. Trace corneal edema was noted postoperatively. Additional clinical follow up was requested and on (B)(6) 2017 the surgeon reported that the mild corneal edema was first observed postoperatively on the same day as the attempted stent implantation. The corneal edema was reported as 3+ folds on postoperative day one and improved to 2+ by postoperative day four. The patient was initially on routine postoperative cataract drops. On postoperative day four the surgeon added alphagan three times a day to the patient's medication regimen. The patient is reportedly doing well and glaucoma is stable. The event was reported as resolved.